Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale: perforation requiring surgical intervention. Device issue: difficult to deploy. It was reported that after implantation of the stent, a waist was noted, so post dilatation of the stent was performed using the stent delivery balloon at 18 atm. After post dilatation, a picture was taken and contrast extravasation was seen. The patient was sent to surgery where the perforation was successfully treated by a coronary bypass graft. Reportedly, the patient is fine. No additional information is available.